Manufacturer narrative:
Updated data: b5. Added third paragraph. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter valve in a previously implanted 19 millimeter (mm) non-medtronic surgical aortic valve in a patient with a horizontal aorta, the valve "slipped". The implant position of the valve was not able to be determined, and the number of captures increased; therefore, the valve was withdrawn from the patient. A new valve was used to complete the procedure. No patient complications were reported as a result of this event. Additional information was received indicating that the deployment starting point was the lower end of the surgical valve frame. A n on-medtronic guidewire was used. The valve demonstrated a sliding movement during placement and deeply dislodged multiple times in the ventricular direction. Despite this, the valve was not "floating". Additional information was received indicating that during the implant for this transcatheter bioprosthetic valve, the valve was recaptured a total of 5 times. The reason for recapture was dislodge. After the fifth recapture, the valve was withdrawn from the patient and a new valve was implanted in the patient.

Event description:
It was reported that during the attempted implant of a transcatheter valve in a previously implanted 19 millimeter (mm) non-medtronic surgical aortic valve in a patient with a horizontal aorta, the valve "slipped". The implant position of the valve was not able to be determined, and the number of captures increased; therefore, the valve was withdrawn from the patient. A new valve was used to complete the procedure. No patient complications were reported as a result of this event.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID evolutfx-23 (serial: (B)(6); product type: 0195-heart valves; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter valve in a previously implanted 19 millimeter (mm) non-medtroni c surgical aortic valve in a patient with a horizontal aorta, the valve "slipped". The implant position of the valve was not able to be determined, and the number of captures increased; therefore, the valve was withdrawn from the patient. A new valve was used to complete the procedure. No patient complications were reported as a result of this event. Additional information was received indicating that the deployment starting point was the lower end of the surgical valve frame. A n on-medtronic guidewire was used. The valve demonstrated a sliding movement during placement and deeply dislodged multiple times in the ventricular direction. Despite this, the valve was not "floating".